Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log suggests the user was in the wrong lead view at the time, and if pads view was selected, an ECG would have been available. Investigation concluded there is no malfunction to the device, and the user simply did select the appropriate lead on the device to view ECG. Analysis of reports of this type has not identified an increase in trend.